Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B) (6), 2010 that she noticed missing results in the meter memory of her one touch ping meter. The patient mentioned that she first noticed the reported issue on (B) (6), 2010. Later that evening, the patient came home feeling irritable, sleepy and tired. She did not seek any medical attention or contact her physician for assistance. This is not the first time the product is being used. The patient denied any misuse of the product and the issue was not resolved via troubleshooting. At this time, there is no evidence that the meter caused or contributed to an adverse event, since the patient's symptoms are not suggestive of a serious injury. The patient denied seeking any medical attention. The complaint is being reported since the missing results in the meter memory was not resolved.